Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant/ device breakage/ I was told that a small piece of the essure is stuck in the left side of my uterus'), embedded device ('I was told that a small piece of the essure is stuck in the left side of my uterus'), device expulsion ('I was told that a small piece of the essure is stuck in the left side of my uterus'), pelvic pain ('pain/ horrible pain right after the procedure and continued until the procedure was done for the removal of the essure') and post procedural haemorrhage ('abnormal bleeding (vaginal, menorrhagia) the day it was implanted') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included obesity (bmi= 30.268), anxiety, depression, polycystic ovarian syndrome, amenorrhea, bronchitis, hemorrhoids, pap smear abnormal and vitamin d deficiency. Previously administered products included for an unreported indication: provera, zoloft, lexapro and metformin. Concurrent conditions included bleeding rectal, arthralgia multiple, oligomenorrhea, hirsutism, abdominal pain and flank pain. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and ketorolac tromethamine (toradol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) the day it was implanted."), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) the day it was implanted."), migraine ("migraines / headaches just a few days after the implantation surgery"), nausea ("nausea just a few days after the implantation surgery"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe cramping from the day the procedure until the essure was removed/ severe pain"), vaginal discharge ("vaginal discharge I was told that this was associated with the implantation procedure"), fatigue ("fatigue/ fatigue the moment the device was implanted"), alopecia ("hair loss/ hair loss about 2 weeks after the procedure was done") and procedural pain ("horrible pain right after the procedure and continued until the procedure was done for the removal of the essure"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse) a couple of weeks after the implantation surgery") and tooth fracture ("dental problems/ dental problems my tooth broke") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdomen pain/ severe pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)") and headache ("headaches"). The patient was treated with a root canal and crown and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, embedded device, device expulsion, post procedural haemorrhage, vaginal haemorrhage, menorrhagia, migraine, nausea, tooth fracture, vaginal discharge, fatigue, weight increased, alopecia, procedural pain, metrorrhagia and headache outcome was unknown, the pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia and abdominal pain had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, post procedural haemorrhage, procedural pain, tooth fracture, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in removal date- (B)(6) 2012, (B)(6) 2015 essure was unable to come out due to scarring and the dr needed to remove my fallopian tubes. Current weight 150 lbs. 3 coils were visualized at the ostium of both sides. Patient received treatment for pelvic pain, abdominal pain, apareunia, dyspareunia, dysmenorrhea. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Pregnancy test urine - on (B)(6) 2011: negative. Ultrasound pelvis - on an unknown date: hyperechoic linear structures at the level of the right and left uterine cornu. These are suspicious for retained portions of the essure devices. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, procedural pain, procedural pain, fatigue, weight increased, vaginal discharge, alopecia most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received new event added dyspareunia (painful sexual intercourse), metrorrhagia (bleeding between periods, abdominal pain, headaches and event outcome added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant/ device breakage/ I was told that a small piece of the essure is stuck in the left side of my uterus'), embedded device ('I was told that a small piece of the essure is stuck in the left side of my uterus'), device expulsion ('I was told that a small piece of the essure is stuck in the left side of my uterus'), pelvic pain ('pain/ horrible pain right after the procedure and continued until the procedure was done for the removal of the essure') and post procedural haemorrhage ('abnormal bleeding (vaginal, menorrhagia) the day it was implanted') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included obesity (bmi= 30.268), anxiety, depression, polycystic ovary, amenorrhea, bronchitis, hemorrhoids, pap smear abnormal and vitamin d deficiency. Previously administered products included for an unreported indication: provera, zoloft, lexapro and metformin. Concurrent conditions included bleeding rectal, arthralgia multiple, oligomenorrhea, hirsutism, abdominal pain and flank pain. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and ketorolac tromethamine (toradol). On (B)(6) 2011, the patient had essure inserted. In december 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) the day it was implanted."), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) the day it was implanted."), migraine ("migraines / headaches just a few days after the implantation surgery"), nausea ("nausea just a few days after the implantation surgery"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe cramping from the day the procedure until the essure was removed/ severe pain"), vaginal discharge ("vaginal discharge I was told that this was associated with the implantation procedure"), fatigue ("fatigue/ fatigue the moment the device was implanted"), alopecia ("hair loss/ hair loss about 2 weeks after the procedure was done") and procedural pain ("horrible pain right after the procedure and continued until the procedure was done for the removal of the essure"). In january 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse) a couple of weeks after the implantation surgery") and tooth fracture ("dental problems/ dental problems my tooth broke") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("lower abdomen pain/ severe pain"). The patient was treated with a root canal and crown and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, embedded device, device expulsion, pelvic pain, post procedural haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, nausea, tooth fracture, vaginal discharge, fatigue, weight increased, alopecia and procedural pain outcome was unknown and the dysmenorrhoea and abdominal pain lower was resolving. The reporter considered abdominal pain lower, alopecia, device breakage, device expulsion, dysmenorrhoea, embedded device, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, pelvic pain, post procedural haemorrhage, procedural pain, tooth fracture, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in removal date- (B)(6) 2012, (B)(6) 2015 essure was unable to come out due to scarring and the dr needed to remove my fallopian tubes. Current weight 150 lbs. 3 coils were visualized at the ostium of both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Pregnancy test urine - on (B)(6) 2011: negative. Ultrasound pelvis - on an unknown date: hyperechoic linear structures at the level of the right and left uterine cornu. These are suspicious for retained portions of the essure devices.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : pelvic pain, procedural pain, procedural pain, fatigue, weight increased, vaginal discharge, alopecia most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : events added- vaginal haemorrhage, menorrhagia, female sexual dysfunction, female sexual dysfunction, migraine, nausea, tooth fracture, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, procedural pain, abdominal pain lower, post procedural bleeding, embedded device, device expulsion, device monitoring procedure not performed. Outcome of events ¿abdominal pain lower and dysmenorrhoea¿ updated to ¿recovering / resolving¿. Severity of events ¿abdominal pain lower and dysmenorrhoea¿ updated. Medical history and concurrent conditions added. Concomitant and historical products added. Reporter information, patient details, product indication updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device breakage ("fracturing of the implant") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and device breakage outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 27-oct-2017: new reporter potential legal summons document received, new reporter added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.